Event description:
A patient was implanted with an uss construct on an unknown date. Subsequent to the implantation, the patient developed adjacent level disc disease. The patient was returned to the operating room on (B)(6) 2012 for revision. The surgeon restored the patient's cervical alignment and decompressed the patient's neuro elements in the upper cervical thoracic spine and extended the patient's uss construct with synapse hardware from c3 to t2. This report is #1 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.